Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 50 mg/dl. The customer was treated with the food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that the auto mode was active at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08725 inches. No over delivery anomalies noted. (B)(4).